Event description:
It was reported that the patient's right knee was revised due to pain, instability, and subsidence of the tibial baseplate (approximately 1 cm into varus). A cr/ cs knee was converted to a ts knee with augments, stems and a patellar component.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.